Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a condition of "will only infuse 50ml (milliliter) then alarms". It is unknown when this condition occurred. The area where this event occurred is unknown. There was no patient injury, adverse event or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time.